Event description:
It was reported that the patient experienced a vessel spasm requiring intervention. Patient was under local anesthesia. The target lesion was located in the mildly tortuous hepatic artery. A direxion hi-flo fathom, 16 system was selected for use. During the procedure, upon delivering the dose, it was noted that the nitinol hypotube broke in half revealing the yellow sheath. Upon removing the microcatheter, vessel spasm occurred. An intervention was performed with no luck to open back up the vessel. The procedure was cancelled.

Manufacturer narrative:
G4: premarket / 510(k): k142259, k163701.

Manufacturer narrative:
G4 - premarket / 510(k): k142259, k163701. The device was not returned for evaluation. However, an analysis was concluded based on the received photo of the complaint device. Analysis revealed a nickel shaft fracture near the strain relief with the inner lumen exposed.

Event description:
It was reported that the patient experienced a vessel spasm requiring intervention. Patient was under local anesthesia. The target lesion was located in the mildly tortuous hepatic artery. A direxion hi-flo fathom - 16 system was selected for use. During the procedure, upon delivering the dose, it was noted that the nitinol hypotube broke in half revealing the yellow sheath. Upon removing the microcatheter, vessel spasm occurred. An intervention was performed with no luck to open back up the vessel. The procedure was cancelled. It was further reported the issue was reported via attached voluntary medwatch report.